Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated and the reported slda appears to be related to patient morphology/pathology and user technique/procedural conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The other cds (70315u115) is filed under a separate medwatch report.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 4. The first clip (70327u231) was implanted successfully, reducing mr to 1-2. To further reduce mr, a second clip delivery system (cds) (70315u115) was advanced to the mitral valve, when after turning the m knob the delivery catheter shaft was bending 20 to 30 degrees and remained bent. The cds interacted with the chordae, but was able to be freed. It was noted that the first clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). Mr increased to 3-4. The second clip was able to be implanted, reducing mr to 1-2. The patient remained stable. There was no reported clinically significant delay in the procedure. No additional information was provided.